Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot. No cracked on display window noted.

Event description:
The customer reported via phone call indicating that the insulin pump had a crack on screen and also in battery compartment. Customer's blood glucose was unknown mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.